Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3888-28, lot # l32755, implanted: (B)(6) 1994, product type lead.

Event description:
A consumer reported they injured their shoulder and one of their leads must have come undone, so they had to be rushed to the emergency room. The manufacturer&#62688;representative (rep) met them at the hospital to turn the device to the lowest setting. The consumer further reported sometimes he felt a tingling sensation that may be due to positional movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.